Manufacturer narrative:
Results: the ruby coil was returned tangled and damaged along its length. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and had offset coils along its length. The pusher assembly was fractured and the segment distal to the fracture was not returned for evaluation. The pull wire pet bump appears to be partially sheared off. Conclusions: evaluation of the device revealed the ruby coil was fractured and the embolization coil was detached. If the pusher assembly is fractured it may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. The damaged observed on the pusher assembly was likely incidental and may have occurred during return packaging. Due to the returned state of the device, the root cause of the reported pusher assembly kink and the resistance experienced during the procedure could not be determined. The lantern and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter and the ruby coil pusher assembly became kinked. The physician then removed the kinked ruby coil from the non-penumbra microcatheter and completed the procedure using two new ruby coils and a lantern delivery microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and did not maintain continuous flush. There was no report of an adverse effect to the patient.